Event description:
Healthcare professional reported that patient was injected with 1.3cc juvéderm® volift¿ with lidocaine in upper right cheek and tear trough. Patient experienced vascular occlusion caused by injection into artery. That day, patient was treated with two rounds of hyaluronidase and two hyperbaric chamber sessions. Symptoms resolved.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with 1.3cc juvéderm® volift¿ with lidocaine in upper right cheek and tear trough. Patient experienced vascular occlusion caused by injection into artery. That day, patient was treated with two rounds of hyaluronidase and two hyperbaric chamber sessions. Symptoms resolved.